Manufacturer narrative:
(B)(4).

Event description:
Post MRI procedure non-capture and non- sensing was observed. It was recorded by a cardiac rehabilitation nurse that states the patient had previously had heart rates in the 40s.

Manufacturer narrative:
On (B)(6) 2015 - it was reported that the patient's ra and rv leads were dislodged before the MRI occurred due to twiddler's syndrome. The rv lead was explanted and replaced and the ra lead was repositioned. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.